Event description:
A journal article was received: surgical oncology and reconstruction: matrixmandible performed reconstruction plates - a two yr two institution experience in 71 pts reported: a study was conducted for 71 subjects with indication for a load bearing osteonecrosis of the mandible. Indications for the plate were defects due to tumor, trauma or osteonecrosis. The mean age was (B)(6) yrs including 43 men with matrix mandible plates placed in 70 of 71 pts. The f/u period ranged from 3 to 26 months. Conclusions of study: results of study suggest the use of matrixmandible plates coincides with a reduced operative time and minimized risk of fatigue fractures. Pt #(B)(6) experienced a fistula 13 month post op. Pt had plate removal, local wound care, sequesterotomy, and reosteosynthesis with 2.4 reconstruction plate. This is 1 of 2 reports.

Manufacturer narrative:
E: et. Al: gerson mast, md, dds, michael ermer, md, dds, ralf gutwald, md, dds, rainer schmelzeisen, md, dds, christoph pautke, md, dds, sven otto, md, dds, sebastioan schiel, md, dds, michael ehrenfield md, dds, carl-peter cornelius, md, dds, and marc christian metzger, md, dds. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.